Event description:
On 05/04/06, nellcor puritan bennett received a report of a cuff leak. The caller reported that a patient was transported to the ICU due to a cuff leak. The caller reported the patient was bagged and decomponsated. The caller reported that the patient went into asyole and was dnr. No further information was provided related to this event. The caller reported that the model and lot number of the device are unknown. This report is associated to the ninth occurrence MFR# 2936999-2006-00535.